Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: doctor pulled out the guidewire through the catheter and it snagged on catheter and unraveled. Wire is stretched out and coiled. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: doctor pulled out the guidewire through the catheter and it snagged on catheter and unraveled. Wire is stretched out and coiled. No patient harm or injury reported. The patient's condition is reported as fine.